Event description:
On 09/01/1998, the facility's material manager informed the MFR's sales rep of the following: two (2) piece catheter was put together. An attempt to flush with saline was unsuccessful. The lumens appeared to be obstructed in some way. The catheter was then taken apart and reconnected. Still unable to flush. The physician stated that the catheter size seemed to be too small to fit on the posts. No further details were provided at this time.